Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date four months ago, the patient noted the reported meter was displaying the battery indicator symbol. After the use of the meter, the patient experienced the symptoms of confusion and shaking. She did not seek any medical attention or treatment. The patient manages her diabetes with insulin on a sliding scale. Troubleshooting revealed the patient had correctly replaced the meter's battery. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.